Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating the device contained foreign debris in the sterile pouch. The device was not used during surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. There is no additional information provided.